Event description:
Procedure: laparoscopic cholecystectomy. According to the rptr: the 5mm cannulae was inserted into the port. The part which fix the seal of the cannulae was disengaged while obturator was being removed. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).